Manufacturer narrative:
Pump was received with smashed lcd glass. Unable to perform the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to damage lcd glass. Pump had broken trace on ib, missing display window/cover, cracked case at display window corners, battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, broken off end cap and missing motor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was ran over by car and dropped and whole insulin pump was broken. The customer's blood glucose level was 223 mg/dl. The customer reported that the customer was not able to read the screen since insulin pump broken. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.